Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was pacing at 110 pulses per minute during atrial flutter. The pulse generator exhibited inappropriate programming. The device was reprogrammes and that patient resumed normal intrinsic pulses.